Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. Article: antonio l. Bartorelli, md, facc, fesc; daniela trabattoni, md, facc, fesc; alexandra almonacid, md; franco fabbiocchi, md; piero montorsi, md; stefano galli, md; luca grancini, md; paolo ravagnani, md; gary s. Mintz, md; aaron v. Kaplan, md, facc; jeffrey j. Popma, md; akiko maehara, md; ((B)(4)): serial intravascular ultrasound analysis of complex bifurcation coronary lesions treated with the tryton bifurcation stent in conjunction with an everolimus-eluting stent. The reported patient effect of death, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the used of the device.

Event description:
It was reported through a research article identifying a xience v/xience prime that may be related to a patient death possibly due to thrombosis. Details are listed in the attached article, titled "serial intravascular ultrasound analysis of complex bifurcation coronary lesions treated with the tryton bifurcation stent in conjunction with an everolimus-eluting stent". Reportedly the patient had recently sustained a large postero-lateral stelevation myocardial infarction (stemi) involving the left circumflex and intermediate ramus with late presentation that was treated with primary pci and stenting of both vessels. The study lesion was a complex bifurcation lesion located in the left anterior descending (lad) -first diagonal (non-infarct-related vessel), which was treated electively with the tbs achieving a good angiographic result without complications one day after stemi presentation. The patient was discharged to home and did well until nine days post procedure when he had a witnessed out-of-hospital cardiac arrest without antecedent angina. This was felt to be most likely an arrhythmic event and has been characterized as a possible early stent thrombosis using arc criteria. No additional information was provided.